Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring seals did not roll into the deployment tubes correctly and as a result, they did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp. This report is for the first seal.

Manufacturer narrative:
After the procedure, the hosp discarded the prod. A lot history record review was completed for the prod. There was no nonconformance which could have attributed to this failure mode.